Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-may-2023. H6: investigation summary: a total of three hundred and ten syringes of the 0.3ml 31ga 6mm halfunit 10bag was returned from the customer. According to the user's report, the first(zero) scale of the syringe is lower than it should be. All 310 syringes were tested using a plug gauge to verify the customer finding and all 310 syringes passed the test. A volumetric analysis was performed on a random 15 samples and all the 15 syringes passed the test. Hence, all the samples met specification and the customer finding could not be confirmed. A review of the device history record and leading 2lean (l2l) maintenance dispatch history was completed. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A definitive root-cause could not be determined.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced scale marking issue. The following information was provided by the initial reporter: the first (zero) scale of the syringe is lower than it should be.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced scale marking issue. The following information was provided by the initial reporter: the first (zero) scale of the syringe is lower than it should be.